Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 7752500, 510k#k062879 and upn (B)(4) is available for the market. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior cervical decompression and fusion at c3-c7 due to cervical spinal stenosis. Int ra-op, when attempting to torque off the multiaxial screw (mas) crosslink locking screw the hex top of the mas connector set screw sheared off, making attachment of a crosslink impossible and removal of the broken connector screw impossible without removing the construct completely. The surgon, did not want to remove the construct and decided, since the connector set screw had been torque off, to leave it in place without a crosslink. The threaded part of the set screw torqued off inside the head of the multiaxial screw. No patient complications were reported as a result of the event.